Manufacturer narrative:
Matthew smyth, shane tubbs, martina bebin, paul grabb, and jeffrey blount. "Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.

Event description:
It was reported in a scientific article that a patient experienced possible ipsilateral vocal cord paralysis. This was reportedly discovered following device implantation when the patient was undergoing laryngoscopy for another indication. The author reported that the event was not confirmed because it was not known whether the vocal cords were examined during a stimulation-off or a stimulation-on cycle which could have mimicked vocal cord paralysis. Good faith attempts to obtain additional information have been unsuccessful to date.